Event description:
It was reported by repair work order that the ground pin was missing on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power pin was missing on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the power pin was missing, not the ground pin as initially reported.